Event description:
It was reported that the patient developed an infection in the tonsils and was treated with a course of antibiotics which resolved the infection. The relationship of the infection to vns therapy is unknown.